Event description:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the audio bolus button was found to be unresponsive. This report is being made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and was evaluated by product analysis on (B)(6) 2011 with the following findings: the audio bolus button was found to be unresponsive. The keypad was found to be lifting and the contrast button was found to be unresponsive. The keypad was removed and contamination was observed under the button contacts.